Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the customer has been experiencing high blood glucose. The customer's blood glucose levels were between 300mg/dl-400mg/dl. Customer stated he had dinner; his blood glucose was 100mg/dl and treated for his meal. Customer stated he tested later at night; his blood glucose was up and treated with insulin pump. He continued having high blood glucose between 309mg/dl-310mg/dl. The customer's blood glucose at the time of the incident was 379mg/dl. Customer's current blood glucose was 344mg/dl. The customer felt bad and had excessive thirst. Customer reported insulin exited and no air bubbles were noted. Customer declined to perform the high pressure test. Customer stated the recent change to the pump programming was a bolus. Advised customer to monitor the device and call back if they continue to have issues.